Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a balloon pinhole over the proximal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circulflex (lcx) artery. A 1.50mm x 12mm emerge balloon catheter was selected to dilate the lesion. The first dilatation was performed at 8 atmospheres (atm) for 15 seconds. The physician moved the device proximally and performed the second dilatation. However, the balloon got ruptured at 10 atm. The device was retrieved successfully from the patient. Several dilatations were performed with 1.2mm-8mm emerge at 18 atm. And the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circulflex (lcx) artery. A 1.50mm x 12mm emerge balloon catheter was selected to dilate the lesion. The first dilatation was performed at 8 atmospheres (atm) for 15 seconds. The physician moved the device proximally and performed the second dilatation. However, the balloon got ruptured at 10 atm. The device was retrieved successfully from the patient. Several dilatations were performed with 1.2mm-8mm emerge at 18 atm and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.